Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Additionally, the device was returned to the third-party service party center. There was no evidence of foam particle observed during the evaluation. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw (B)(4), MFR 2518422-2025-037571. This report was submitted as a duplicate report of the previously submitted report